Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 24.0 mmol/l, 10.0 mmol/l and 22.0 mmol/l (mobile system) and 8.0 mmol/l (aviva system). No actions taken based on device results. No adverse event reported. On a different day, reporter stated that customer received the following results on the mobile system within 10 minutes: 3.7 mmol/l, 21.5 mmol/l and 5.2 mmol/l. Customer self-treated with dex4 tablets based on the 3.7 mmol/l result. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva system.